Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery failed to cut. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A one year ship history to the account was completed and returned only one lot shipped to the account one year prior to the aware date. A lot history record review was completed for 25122074. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Signs of blood and clinical use were observed. Slight tissue buildup was observed on the jaws. The heater wire was flexed away from the hot jaw but remained attached at the base and the tip of the jaw. The device was evaluated for electrical/cautery function. A pre-cautery test as was performed per the instruction for use (IFU) with a reference cable and reference power supply vh-3010 at level 3.0. The device failed to energize when the toggle was pulled back past the activation point. The test was repeated 10 time while the cable connections were manipulated with no output of energy observed. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value was measured at 0.61 ohms which is out of specification. The device failed the temperature measurement test. The displayed temperature increased but did not turn green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. To check the electrical continuity in the device, the shrink tubing was removed and the jaws were dissembled. While removing the shaft pin , it was observed that the wiring through the flex shaft pin hole opening was exposed , the insulator was damaged. It was evident that the defect happened during assembly. The operator may have inadvertently inserted the shaft pin through the white wire insulator during assembly. Based on the return condition of the device and the evaluation results, the reported complaint was confirmed for the reported failure mode "failure to cut" and the analyzed failure modes "failure to deliver energy" and "bent wire".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery failed to cut. A replacement device was used to complete the procedure. The hospital did not report any patient effects.